Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked liquid crystal display controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit also received with cracked case corner of belt clip rail corner and missing serial number label.

Event description:
The customer reported via phone call that the insulin pump had crack but still locking in place. The customer¿s blood glucose level was 185 mg/dl. Customer stated the insulin pump has been dropped. . Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.